Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise which was oversensed and resulted in an inappropriate shock. Technical services discussed attempting to recreate noise and potential programming options. Noise was able to be reproduced in all sensing vectors and was believed to be myopotenial. X-rays were performed which showed the system placement to be stable. Subsequently, the system was explanted and successfully replaced with a transvenous system. The product has been received for analysis. This report will be updated upon completion of analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise which was oversensed and resulted in an inappropriate shock. Technical services discussed attempting to recreate noise and potential programming options. Noise was able to be reproduced in all sensing vectors and was believed to be myopotenial. X-rays were performed which showed the system placement to be stable. Subsequently, the system was explanted and successfully replaced with a transvenous system. The product has been received for analysis. This report will be updated upon completion of analysis. No additional adverse patient effects were reported.